Event description:
It was reported that patient had a previous flowonix pump that was explanted (B)(6) 2023 as well that was replaced with a medtronic pump. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).